Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.